Manufacturer narrative:
Other applicable components are: product ID: bi71000429, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. It was found that the door was not opening or closing normally. Closing and opening mechanically could be done. The optical switches were checked, the dinguses were okay, and the torques and velocities of the motor were okay. It was decided to replace the gantry motion controller in the next visit. When the gantry motion controller was replaced, the issue did not resolve. At another site visit, the door winch assembly was replaced due to the door opening/closing failures. After this, the door was able to open and close smoothly and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door was not closing. The door could be closed manually but this did not solve the issue. There was no patient involved.